Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported "multiple stress-like fractures at the distal portion and in some instances the lenses were scratched during delivery." There was no reported patient harm. Additional information has been requested.

Manufacturer narrative:
The customer indicated, the use of a non-company intraocular lens and viscoelastic. The root cause for the reported lens damage may be related to a failure to follow the IFU. Non-company lenses were indicated. No unqualified lenses should be used with the company iol delivery system. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).